Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. It was noted that no shocks had been delivered. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that a revision procedure was performed. Under fluoroscopy, the lead appeared normal. Upon opening the pocket the physician pulled on the lead and confirmed the lead was secure in the header. The terminal pins were removed from the header and examined and appeared normal so they were reconnected. Several shocks were delivered and normal shock impedance measurements were observed during these shocks. The physician believed the lead was functioning appropriately and the issue was likely emi; therefore, the physician left the shock vector at distal coil to can and will continue to monitor the patient.

Event description:
Additional information indicated the patient was seen and no issues were found. All lead measurements were within normal range and pocket manipulation was used to attempt to recreate the out of range measurements; however, no out of range measurements were seen. At this time, the physician will continue to monitor the issue.

Manufacturer narrative:
(B)(4) records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated a low shock impedance measurement less than 20 ohms was detected. Technical services (ts) indicated it is possible that it could be something external (electromagnetic interference (emi)) that is causing the out of range measurements; however, they cannot rule out possibility of lead issue. Ts suggested doing isometrics/pocket manipulations while measuring impedance and other troubleshooting again, even though they did them after high impedance measurement and did not see anything. Ts also stated that best test of shock impedance is to do commanded synchronized 1.1j and max energy shocks. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted both df-1 seal plugs and setscrews were missing; the device was received this way. The remaining seal plugs were all intact. Seal ring marks indicate full lead insertion in all lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The crt-d was explanted about 7 years later for reported normal battery depletion and returned for analysis.